Event description:
The customer reported that the "dialysate weight (incorrect weight change detected.)" Alarm was constantly triggered by prisma unit, during a test procedure. Customer said they have not performed on successful "procedure," since acquiring the machine.